Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles inside the humidifier chamber. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Repair evaluation information was received on 03/21/2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles inside the humidifier chamber. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the evaluation manufacturer-initiated therapy with the device and verified airflow, using a supplied power supply and ac power cord. Pil also observed customers humidifier heater plate did heat. Manufacturer observed the beginning of sound abatement foam degradation in the following areas. Black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. Sound abatement foam appeared moist and did not rebound when pressed. Large piece of sound abatement foam separated from the formation. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found inside the blower box, blower motor, and water tank. Manufacturer was able to confirm the presence of degraded sound abatement foam in the device. Manufacturer observed the following from an external and internal inspection: air inlet filter missing, ui (user interface) knob missing. Humidifier level indicators 2 led cr14, 3 led cr15 & 4 led cr16 dim. Possible faulty leds. The air outlet port had dust-like contamination in it. Tan dust-like contamination at the air inlet. Pca (printed circuit assembly) had significant dust-like contamination all over the top of it. Significant dust-like contamination on top of the blower box and throughout the bottom of the enclosure. Significant dust-like contamination on top of the blower motor. Significant dust-like contamination in the bottom of the blower box. Air inlet seal had yellowed and had dust-like contamination on it. Manufacturer can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Manufacturer observed the following from an internal and external inspection of humidifier included flip lid seal had dust-like contamination on it. Tan dust-like contamination, throughout humidifier enclosure. Tan dust-like contamination on and under the heater plate. White dust-like contamination on the dry box seals. Dust-like contamination inside water tank. Unknown tan dust-like contamination in the iso port (international organization of standardization.). The contamination found in the humidifier enclosure is considered not to be in the airpath. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was most likely external to the device. Pil was able to confirm the complaint of visualization of particles. During the evaluation 3 error codes found. In box d; device serviced by 3rd party, device avail. For eval and date returned were updated. In box h, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid were updated.